Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) the iab did not work and a fiber optic sensor failure alarm was generated. The iab was replaced successfully. There was no injury or harm to the patient.